Event description:
It was reported during a laparoscopic cholecystectomy procedure, the surgeon fired the first four clips; when the fifth and sixth clips were fired they were stuck on the tissue and the sixth clip had scissored. The device was difficult to open due to sticking on the cystic artery, once removed the clips started dropping out of the nose of the device. The clips were on the specimen side when this issue occurred. They then used a ligamax device to complete the procedure. There was no reported consequence to the patient.

Manufacturer narrative:
(B)(4) - jaw misaligned, ejected clip. Additional information: was a cholangiogram performed during the procedure? Asku. Which firing of the device did this event occur on? 4th and 5th. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. The analysis results found that the er420 device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 9 clips were not properly fed into the jaws, causing the clip to be ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.